Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving fentanyl via an implanted pump. The patient's medical history included that she had diabetes before the pump was implanted and she had had an unrelated laminectomy that had caused her more issues. The indication for pump use was unknown. On (B)(6) 2016 it was reported that on (B)(6) 2016 the patient's pump was replaced due to longevity. On (B)(6) 2016 the patient had a regular pump refill. On (B)(6) 2016 the patient went to the ER (emergency room). The patient went to the ER at least 5 times due to fluid build-up in the sac where the pump was. The md (medical doctor) thought the patient was septic. The patient had 400-600cc of fluid in the pump area 4-5 different times. A CT with contrast and ultrasounds were done. The fluid build-up was "red and hard in the area one time". Cultures and cell counts never confirmed an infection; however, the patient was taking antibiotics in (B)(6) regardless of the test results. The patient took keflex (700 mg) 2x per day for 7 days. When the pump was changed, it was put in the same sterile pocket; the same mesh was used twice when the pump was replaced. The patient thought it should have been changed. On (B)(6) 2016, everything was taken out. The patient had a suction drain after surgery and took antibiotics. The patient did not want the pump put back in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2016-dec-06. The pump serial number involved in the event was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.